Event description:
I was using a dexcom g7 glucose sensor. The sensor was reporting my glucose as 70 mg/dl. Not feeling low, I did a fingerstick and confirmed my sugar was 209 mg/dl. While troubleshooting my sugar rose to over 243 mg/dl.